Manufacturer narrative:
(B)(4).

Event description:
It was reported the surgeon was unable to get the surgical paddle to stay midline for 5 out of 7 patients. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report number # 3007566237-2013-01240 for report on similar event involving the same surgeon.

Manufacturer narrative:
(B)(4).